Manufacturer narrative:
It was reported that a left hip revision surgery was performed due to left hip pain and elevated cobalt and chrome levels in blood (unspecified concentration). As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head and the cup, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. With the limited information provided, the clinical root cause of the reported pain, rising cobalt, chromium levels, and slightly grey fluid cannot be confirmed. It cannot be concluded the reported clinical reactions were associated with a mal performance of the implant or implant failure. The patient impact beyond the reported events cannot be determined. However, it is noted the patient had a 2nd revision 14-months later. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. G4: date received by manufacturer d10: concomitant device added emdr section h6.

Manufacturer narrative:
H3, h6: it was reported that a left hip revision surgery was performed due to left hip pain and elevated cobalt and chrome levels in blood (unspecified concentration). As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head and the cup, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. With the limited information provided, the clinical root cause of the reported pain, rising cobalt, chromium levels, and slightly grey fluid cannot be confirmed. It cannot be concluded the reported clinical reactions were associated with a mal performance of the implant or implant failure. The patient impact beyond the reported events cannot be determined. However, it is noted the patient had a 2nd revision 14-months later. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, after a left bhr resurfacing construct had been implanted on (B)(6) 2009, the patient sustained left hip pain and elevated cobalt and chrome levels in blood (unspecified concentration). A revision surgery was conducted on (B)(6) 2018 to treat this adverse event. During this procedure, the acetabular cup and resurfacing head were explanted and replaced with a thr system. No further information is available.